Event description:
It was reported that after reprocessing and prior to a total hip replacement surgical procedure, when the impactor device was unwrapped from the blue wrap on the back table, it was observed that the unit¿s top reverse button bezel, rubber button, and 3 dome switches were separated from the front plastic housing. It was reported that the unit was still functional as the forward and reverse triggers operated normally. Because the device was opened and the procedure was ready to start, the surgeon decided to proceed with the surgical case as is. It was reported that except for the inability to use the top reverse button, the device functioned as intended using the forward and reverse triggers with no surgical delay. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: investigation summary a photo was received and was reviewed. The described failure by the customer was confirmed, for reverse button broken off the unit. The received photo was reviewed was found that the device failed visual inspection. The reverse button had broken off the device. At this stage of the investigation the root cause for the found defect cannot be fully determined, based on the provided information. Furthermore, the investigation is only based on the provided photo. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device, and the reported condition was confirmed. The device was visually and functionally assessed and was found to operate as intended, except in reversed mode due to a dislodgement issue. Specifically, the bezel and top reversed button assembly were received dislodged from the unit¿s front housing. The bezel and reverse button assembly were reinstalled, restoring functionality in reverse mode. Further investigation revealed that during autoclaving at standard parameters per the instructions for use (IFU), the bezel assembly lifted out of its position due to temperature and pressure effects. The assignable root cause was determined to be related to design issues. A review of the device history was performed, and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.